Event description:
Magellan received a report of a broken leadcare ii ac power adapter cord. Customer reported one of the prongs in the plug of an ac power adapter cord used with the leadcare ii analyzer broke off the plug when disconnecting the analyzer from the electrical outlet in the wall. Customer did not report any injuries but they required the assistance of a professional electrician to remove the prong from the outlet. Magellan, provided customer with a new leadcare ii ac power adapter for replacement. This complaint was initially deemed not reportable; however, during a comprehensive review of complaints, and even though no injuries have been reported by the customer, magellan is reporting this product problem under the medwatch program. The reported product problem is unlikely to cause a serious injury or death, nevertheless magellan diagnostics is reporting this incident in an abundance of caution as the malfunction could have contributed to an injury.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.